Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a fever and dysarthria following a previously reported revision procedure (MFR number 3006630150-2024-07643). The fever was treated with antipyretic medication, and stimulation adjustments were made. However, the dysarthria progressed resulting in the patient experiencing difficulty swallowing. The patient was hospitalized for treatment, and stimulation was again adjusted; once stimulation settings were reduced the patient's symptoms went into remission.